Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the customer provided image found labelling confirming the product identification information. There is a suture in a clear plastic bag, but the bag obscures the view of the suture. No break can be seen in the image. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the suture and anchor are fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that a material certificate of analysis is required with each lot. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. It was reported during a shoulder rotator cuff repair surgery, the suture of the osteoraptor broke after implantation. Based on the limited information provided, the surgery was completed using a backup device. No patient injury or complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use, use of sharp instruments near the device tip, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the suture of the osteoraptor broke after implantation. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the suture of the osteoraptor broke after implantation. The broken suture was removed from the patient. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported.